Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The in-stent restenosed target lesion was located in the severely tortuous mid left anterior descending artery. A 2.00mm balloon catheter was advanced; however, insertion difficulties were encountered and upon pre-dilatation, the device was unable to obtain inflation. A 2.75x20mm synergyii drug-eluting stent was advanced for treatment. However, during insertion, it was noted that the stent got shortened that it can be observed under angiography. The device was removed and a non-bsc device was used and completed the procedure. No patient complications were reported

Event description:
It was reported that stent damage occurred. The in-stent restenosed target lesion was located in the severely tortuous mid left anterior descending artery. A 2.00mm balloon catheter was advanced; however, insertion difficulties were encountered and upon pre-dilatation, the device was unable to obtain inflation. A 2.75x20mm synergyii drug-eluting stent was advanced for treatment. However, during insertion, it was noted that the stent got shortened that it can be observed under angiography. The device was removed and a non-bsc device was used and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal and mid-section of the stent were damaged with stent struts bunched in a distal direction along the balloon. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.